Event description:
It was reported that during an unk procedure, the device became hot. Unk how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the hand piece was tested on a generator and gave error code 4. The hand piece was disassembled, a torn acoustic isolator and moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.